Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump had a confirmed motor stall in event logs with no motor stall recovery recorded. The motor stall was caused by pt having MRI procedure two hours prior and no recovery noted. The motor stall had occurred two hours prior to the event being reported with no recovery noted at that time. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.